Event description:
It was reported that during the attempted deployment of the coil the coil detached prematurely while being retracted but remained inside the catheter. No harm occurred to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the pusher bent and the pusher¿s outer sleeve separated from its glue fillet at the distal end. The implant was separated from the pusher with no indication of the use of a detachment controller on the heater coil. Further investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the monofilament's tensile strength, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher bend, but the bend is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher sleeve damage, but the damage is consistent with the device experiencing forces that exceeded the tensile strength of the sleeve¿s glue bond. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.